Manufacturer narrative:
A review of the complaint history, drawings, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The fanelli laparoscopic endobiliary stent set that is the subject of this report was returned for investigation. The device was returned in a used, broken condition. The stent was shattered into multiple pieces, accordingly a functional and dimensional inspection could not be conducted. The device pieces were noted to be brittle and easy to break. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. This device was manufactured on 10/30/2013 and carried a labeled expiration date of 09/2016. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "do not use after 2016-09". Based on the information provided, examination of the returned product and the results of our investigation, use error caused or contributed to event. The device was used after the labeled expiration date. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during placement of a common bile duct stent, to allow drainage, the stent "fell apart" when trying to pass the stent into the duct.. Customer is not aware of any section of the device being left inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.